Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) : sales reports to product monitoring via phone, customer experienced six patient IV infiltrations over the last couple of weeks. Customer has not provided patient or procedural information.